Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address city: (B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the battery could not be charged. After testing, the battery storage capacity was insufficient to meet the self-test and discharge of the defibrillator and needed to be replaced. There was no patient involvement.